Manufacturer narrative:
Per the user facility's biomedical technician, the non-clinical activity was during initial start up of the unit. The field service representative (fsr) verified the reported complaint. He replaced the ccm coin cell battery, hard drive, and advanced technology extended (atx) printed circuit board (pcb). The unit operated to the manufacturer's specifications. Per data log analysis, the system log does not have any entries from (B)(6) 2021 when the reported issue occurred. When a 'disk boot failure' occurs, the ccm would not boot up and no logging is expected to occur. The log confirms there was no activity on (B)(6) 2021, but cannot confirm if a 'disk boot failure' message occurred. During laboratory analysis, the product surveillance technician (pst) observed both the hard drive and atx pcb to function as intended when installed into a lab use only (luo) ccm. However, the coin battery measured 0.445 volts direct current (vdc) which is lower than the expected 3.0 vdc. When the coin battery was installed into the luo ccm, the ccm displayed a 'disk boot failure' message. The coin cell battery was determined to not meet specification.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'disk boot failure' message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.